Event description:
Boston scientific received information that this patient with this pacemaker exhibited symptoms of confusion, weakness, fatigue, ashed coloring and syncopal episodes of unknown duration. The patient's heart rate was also noted to be in the 30 bpm range. The patients significant other stated that the patient had been exhibiting these symptoms for several weeks. This patient is a snow bird, and had been seen at another clinic in az where a boston scientific sales representative (sr) had been called to interrogate the device. The health care provider (hcp) in the patients home stated of or was trying to get those results. To date, we have had no report of adverse patient effects outside of this call.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.